Event description:
A malfunction alarm related to altitude conditions was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer's insulin delivery was suspended due to the alarm; technical support instructed cleaning of the pump and attempted a cartridge reconnection, but insulin delivery could not resume. Support planned further follow-up for additional troubleshooting.